Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, the insulation was found to be buckled. The lead was not used and the patient was in stable condition throughout the procedure.